Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, right atrial (ra) lead noise with oversensing was observed. It was noted that the patient had experienced small shocks from the device, however there was no evidence of ventricular shocks delivered. All lead measurements were within normal limits, and auto-threshold tests for all channels were performed successfully. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, right atrial (ra) lead noise with oversensing was observed. It was noted that the patient had experienced small shocks from the device, however there was no evidence of ventricular shocks delivered. All lead measurements were within normal limits, and auto-threshold tests for all channels were performed successfully. Technical services (ts) reviewed troubleshooting options, and further lead evaluation was recommended. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that the right atrial (ra) lead was surgically abandoned and replaced due to oversensed noise secondary to insulation damage. Chest x-rays were performed, and lead insulation damage was confirmed underneath the clavicle. The cardiac resynchronization therapy defibrillator (crt-d) remains in service, and it was noted that the patient was not pacer dependent. Connection with the new lead and existing crt-d were verified. No additional adverse patient effects were reported.